Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified volume of lactated ringers. After an unspecified length of time in use, it was reported the tubing that was "tucked under the patient," separated from the y-site when the patient changed position. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).